Event description:
On (B)(6) 2105, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the pump display screen was blank upon powering up. The display screen was found to be craacked. A test display screen replaced the damaged screen and was functioning properly. Investigation could not be completed as a result of the damage.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.